Event description:
It was reported to philips that the system would not boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of use. It was reported that the system was unable to power on. Upon troubleshooting, philips field service engineer (fse) visited onsite and checked the logfiles and confirmed that the flexvision pc did not boot up. The defective flexvision pc was returned to failure analysis and confirmed that the motherboard and dimm were defective. Fse replaced the flexvision pc. After the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.